Event description:
(B)(4). 1 month of getting essure I started having pelvic pains that were not cramps. One day it was so bad while at work, I could barely walk and has to take an ibuprofen 800 leftover from having my baby. I constantly felt them in me and didn't want it to get worse.